Manufacturer narrative:
Eval summary: the analysis results found that the device was received with the clamping mechanism damaged and with a cartridge present in the device. The cartridge was received fully loaded with staples. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. No functional test was performed due to the condition of the device. Although, no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 300% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that the device was used during a lobectomy. The device jaw would not open after firing. When pushing release button with more force than usual, could open the jaw. After that, the closing trigger stopped functioning. Another device was used to complete the case. There were no adverse consequences to the pt.